Event description:
The hospital staff reported that the bed exit alarm system did not function on this bed. A hill-rom field technician was dispatched and he found that the bed exit tape switches were defective. He replaced the switches and the bed exit system functioned as designed. There were no reported adverse events associated with this product malfunction.